Event description:
It was reported that the user experienced low blood glucose earlier, followed by a loss of sensor function, and subsequently recorded a fingerstick blood glucose of 446 mg/dl while using the ilet system; the user stated the hyperglycemia occurred after overtreating the prior low. Symptoms included dehydration and nausea. Outcomes included transient hyperglycemia without hospitalization. Investigation included troubleshooting and education provided by support, with a plan for follow-up. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with user-reported overtreatment of hypoglycemia and a concurrent sensor stoppage noted, though a device malfunction was not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.